Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the transmitter was emitting heat on (B)(6) 2016. Patient stated that the contact points on the transmitter were hot enough to be felt in the sensor wire that was inserted in the skin. No injury or medical intervention was reported. Additional event or patient information was not provided.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction the reported event of abnormal transmitter behaviors was not confirmed. A root cause could not be determined.